Event description:
A reported incident involving spinning spiros closed male luer (purple cap spiros connector), leakage occurred at the connection site between the syringe and the spiros connector. During injection, resistance was encountered and the drug expelled from the syringe, resulting in a spill. Upon a subsequent attempt, leakage was again observed at the connection interface. The suspect device was not available for return due to contamination with cytotoxic solution. The event occurred during patient use. There was patient involvement with no injury reported and no medical intervention required.

Manufacturer narrative:
Device has not been returned to manufacturer.